Event description:
A customer reported a high blood glucose (bg) level, which was measured at 504 mg/dl with ketones of an unspecified size. Cause was not known. Reportedly due to the elevated bg, the customer was experiencing nausea and subsequently vomiting. The customer took corrective actions by administering a correction bolus via the pump and performing a supply change. Technical support instructed the customer to inspect various components. The customer was advised to replace supplies as necessary and continue insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.